Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches to the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No number anomaly was noted on the display. No unexpected reset error alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer stated that when he goes to press a button, it just cycles through options. Customer stated that he leaned on the pump for about 20 minutes. Troubleshooting was performed for the button error alarm. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.